Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas became unresponsive with an ¿alert 60¿ and could not reliably wake, unlock, or navigate, preventing blood glucose management and pairing with the mobile app; troubleshooting steps including prolonged wake-button presses and restarts were intermittently successful but the device remained nonresponsive, consistent with a failure to read an input signal associated with the circuit board. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. The device was returned for evaluation preliminary investigation of this case revealed signal loss consistent with a device communication failure, with the problem traced to the circuit board and manifested as a failure to read an input signal. The device was disassembled where liquid damage was found. The complaint was successfully duplicated and determined to be caused by liquid ingress into the device.